Manufacturer narrative:
Philips service replaced the flex pc and returned the system with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced a startup failure and flex pc was replaced, but the system returned with limitations on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.